Manufacturer narrative:
The device was received for evaluation. During functional testing, failed flow rate accuracy was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d9: date returned to MFR. Additional information: h6, h11. H11: the event history log was reviewed on the second day of last use, 01-may-2025. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.